Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 77-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage b shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was pink tinged urine. It is unknown if the urine cleared. Four days after impella insertion, the device was removed with an escalation of therapy to an impella 5.5. Upon removal, there was thrombus noted on the end of the pigtail catheter. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.2l/min as intended. Hematuria may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 serial number was corrected. Hematuria/thrombosis/ppae: the cause of the injury was not determined due to insufficient clinical details.